Manufacturer narrative:
(B)(4). Implanted in 2016. Concomitant medical products: 00992308345 ¿ zmr body ¿ 62983424, 00992202113 ¿ zmr stem ¿ 62153925, unknown part ¿ unknown ceramic head ¿ 308981, unknown liner ¿ unknown part and lot. Report source: (B)(6). Reported event was confirmed by review of radiographs provided showing osteolysis and radiolucency of stem and cup components. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 0001822565 - 2019 - 02169, 0001822565 - 2019 - 02173.

Event description:
It was reported that patient underwent a right hip revision approximately 3 years post implantation due to loosening of the stem component. Attempts have been made and additional information on the reported event is unavailable at this time.